Event description:
During a remote follow-up, a loss of bluetooth (ble) telemetry was suspected on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the patient was seen in clinic and the device was able to be successfully interrogated without issue.